Manufacturer narrative:
Product analysis: analysis was able to confirm the epg display was damaged. Analysis also noted that the lower case was broken and three case screws were contaminated. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) lower display was damaged, three quarters of the display screen was not viewable. The epg was returned for service. There was no patient involvement.